Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Occupation: ms, rn, value & safety clinical coordinator the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
Reported via medwatch report # (B)(4). Placement at bedside of intra-aortic balloon pump, upon opening packaging there was no dilator in the package.